Event description:
Healthcare professional (hcp) reported a pt reaction to the psn (polysynthane) membrane. Noted during the pt's first exposure. The pt experienced nausea, vomiting, shortness of breath and hives. Pt was switched to an alternate membrane. No other information available.